Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction and low flow alarms could not be confirmed as no images or log files were provided and no product is available for investigation. A specific cause for the obstruction and the reported events could not be conclusively determined through this evaluation. The customer stated that no further information regarding this case would be provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 due to recurrent low flow alarms since (B)(6) 2024. Computed tomography (CT) scan was performed that confirmed outflow graft obstruction. The pump speed was increased to 6000 revolutions per minute (rpm) on admission which showed improvement in pump flow to about 3 liters/min. The pump speed was further increased to 6500rpm on (B)(6) 2024 due to a recurring low flow. The patient was then transferred to the intensive care unit for closer monitoring on (B)(6) 2024. The patient underwent a successful outflow graft stenting on (B)(6) 2024 and the pump flow was achieved to be 4l/min at baseline pump speed of 5300 rpm post procedure. The patient was to be discharged home.